Manufacturer narrative:
Continuation of concomitant products: 6947 lead, implanted (B)(6) 2006. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an electrophysiology (ep) study in response to the advisory noting the potential for internal device arcing during high-voltage charging. The cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed and r emains in use. No patient complications have been reported as a result of this event.